Event description:
It was reported the customer received a button error alarm. It was also found the customer's buttons were unresponsive. The customer's blood glucose was 288 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly and no button error alarm was noted. However, moisture damage was noted on the keypad traces. The insulin pump was also received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip. No moisture damage was noted inside of the insulin pump.